Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2009 and pelvic floor mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. Patient had mesh revision surgery on (B)(6) 2010. It was reported that to treat the patient's symptomatic pelvic organ prolapse and stress urinary incontinence, she wants to undergo a surgical correction with an anterior colporrhaphy augmented with mesh and a pubovaginal sling, as well as removal of hemorrhoid on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2009 and pelvic floor mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. Patient had mesh revision surgery on (B)(6) 2010. No additional information was provided. (B)(6). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2009 and pelvic floor mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.